Manufacturer narrative:
(B)(4). Meter and test strips returned on 6/28/2016;product evaluation completed on 6/30/2016 for each product. Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produce low reading. Black chemistry observed. Most likely root cause is black chemistry due to improper storage.

Event description:
Customer's wife is calling on behalf of customer. Customer complains of e3 error message. Customer states the error message appears upon the insertion of the test strip. Customer confirms the proper testing technique and test strips storage properly. Customer feels well,no adverse event reported.